Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The blood had reached the console and the customer was advised to stop the console, disconnect the helium tubing, and remove the iab. Upon follow up, the iab was removed and a clot was found inside the membrane at both ends. Approximately two days later, the patient went into atrial fibrillation and soon after had deceased.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The blood had reached the console and the customer was advised to stop the console, disconnect the helium tubing, and remove the iab. Upon follow up, the iab was removed and a clot was found inside the membrane at both ends. Approximately two days later, the patient went into atrial fibrillation and soon after had deceased.

Manufacturer narrative:
Device available for eval updated from yes to no additional contact person: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The blood had reached the console and the customer was advised to stop the console, disconnect the helium tubing, and remove the iab. Upon follow up, the iab was removed and a clot was found inside the membrane at both ends. Approximately two days later, the patient went into atrial fibrillation and soon after had deceased.